Manufacturer narrative:
The genomic dna sample was sent to grifols ih center for next generation sequencing of kel proximal promoter and exons 1 to 19. The splicing variant c.1315-2a>g (not previously reported) in heterozygous was detected, based on commonly used splicing prediction software; this variant would abolish the highly conserved splice acceptor site consensus sequence and would lead to an abnormaly spliced mrna and a non-functional protein. ID core xt predicted genotype result for this sample was kel k_kpb_jsb,kel k_kpb_jsb, but according to the sequencing result and the k (upper case) negative serology data, the predicted genotype is kel k (kel 02), kel k(1315-2g) (kel 01.01(1315-2g)) associated with a predicted phenotype k (upper case) negative. ID core xt reported a predicted k (upper case) positive phenotype, but due to the presence of rare allele kel k (1315-2g), not interrogated by ID core xt, the predicated phenotype is k (upper case) negative. This false positive result obtained by ID core xt is considered a discrepant result. Limitations 1 and 10 described in the ID core xt package insert covers this limitation.

Event description:
The customer reported a possible discrepancy. The serological phenotype was k (upper case) negative but when tested with ID core xt resulted phenotype was k (upper case) positive.